Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and therefore the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness, however, there was no report of any third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on sensor plug and no issues were observed. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 3: paired state (sensor works in this state all 14 days). Sensor was reprogrammed and simvivo test performed. Poise voltage was found to be within specification. All results were within specification. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.